Manufacturer narrative:
A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant. The complaint of a damaged catheter is confirmed and will be considered user related. Returned for evaluation is the delivery system for the powergilde catheter that includes the guidewire, introducer needle and the damaged 10 cm catheter. Gross and microscopic examinations revealed multiple damaged sites to the catheter, guidewire and introducer needle. Proximal to the purple hub of the catheter a bend in the introducer needle was observed, at the distal end of the pink taper a sharp bend in the quadraflex catheter material was observed. In conjunction with the sharp bend in the catheter a sharp bend in the guidewire is observed. It should be noted that the weld tip is unremarkable and intact. Distal to the sharp bend the tubing is unremarkable, exhibiting no damage. It appears that the catheter started kinking on the wire during the placement procedure. No wire breakage and no catheter shearing were observed during gross and microscopic examinations. It appears that the catheter was not completely inserted prior to retraction of the introducer needle. If the needle tip is inadvertently pulled out of the vessel while the catheter is being advanced, the needle will no longer support the catheter which could allow the catheter to kink over the guidewire during advancement. If the catheter kinks over the guidewire, the catheter is susceptible to buckling and bending resulting in complications during the placement procedure. The product instruction for use (IFU) provide written and illustrated information on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process.

Event description:
When nurse tried to get the catheter to release from the powerglide housing it snagged. Nurse was not able to get it to release so the whole thing had to be pulled out of the patient and use another catheter.